Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the rv lead was showing a high pacing threshold, and the patient was complaining of chest pain. An x-ray was performed, and determined the lead had caused a perforation. The patient underwent lead revision on (B)(6) 2019. Upon post-op, the threshold values were back to normal, and the patient was doing well. No further adverse patient effects were reported.